Event description:
It was reported that the device was explanted on (B)(6) 2011 because the "patient just wanted it out". There was no pt injury and the pt recovered without sequelae. Additional information received reported that the pt wanted the device removed because she began perceiving painful stimulation in the mid-back with the device turned off in (B)(6) 2009. Impedance testing showed no problems with the stimulator or leads, and the pt was reprogrammed with no change. The pt saw a neurologist but did not find a cause for the perceived stimulation. It was reported that testing/troubleshooting took place on (B)(6) 2009, (B)(6) 2010, and (B)(6) 2010.

Manufacturer narrative:
(B)(4). No device analysis was performed; the device met risk-based analysis criteria.